Event description:
An ophthalmologist reported that several pts undergoing cataract surgery developed corneal edema that resolved without sequelae. The ophthalmologist did not consider the corneal edema to be relevant, with the exception of one case. One pt developed corneal edema about two mins after the viscoelastic was introduced impending visualization of the anterior chamber. The surgeon converted to an extracapsular approach and experienced complications resulting in a posterior capsule tear, choroidal detachment and a vitrectomy. The reported corneal edema lasted about 15 to 20 mins. However, the cornea was totally clear by the time the procedure was complete. The surgeon implanted the iol in the sulcus and pt had a good recovery. The relationship between this report and the viscoelastic used during the procedures is not known.